Event description:
Customer reported receiving erratic readings on their adc device. Customer reported receiving readings of 69 mg/dl, 69 mg/dl, 208 mg/dl, 69 mg/dl, 55 mg/dl, 69 mg/dl, and 88 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and damaged reader was observed due to use related issue along with damaged usb port. The reader was de-cased. The reader was placed into text fixture to download log. Therefore issue is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc device. Customer reported receiving readings of 69 mg/dl, 69 mg/dl, 208 mg/dl, 69 mg/dl, 55 mg/dl, 69 mg/dl, and 88 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
Customer reported receiving erratic readings on their adc device. Customer reported receiving readings of 69 mg/dl, 69 mg/dl, 208 mg/dl, 69 mg/dl, 55 mg/dl, 69 mg/dl, and 88 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader(B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and damage was observed on the reader and usb port due to use related issues. Damage were observed to the internal pins and plastic channel retaining the pins of the usb port. The damaged usb port prevents the customer from charging the reader which lead to the reader not turning on. The returned reader was de-cased and attempted to download reader data while in the test fixture. Issue is not confirmed to use due to damaged usb port. If partial product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.